Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump refill, the patient became "very sleepy." There was a volume discrepancy with the patient's pump. The expected residual volume in the patient's pump reservoir was 9 ml, but the actual residual volume was 15 ml. The patient had a recent catheter revision performed. There was no information provided regarding the type, concentration or dosage of medication used in the patient's pump. The event logs were noted to have been normal. The patient was "doing fine" and received pain relief at the time of this report. No further details were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.